Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that a new ilet pump user experienced recurrent hypoglycemia while meal announcing when blood glucose was trending low, and education was provided to avoid meal announcements at lower glucose levels and allow the algorithm to self-correct; a 48 alert and treatment with oral glucose were noted, and the device was functioning without reported malfunction. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of the bionic report and user coaching on meal announcement practices. Investigation of this case revealed user technique contributing to low glucose events, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.